Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 370 mg/dl. The customer changed supplies and resumed insulin therapy. The customer also reported a blood glucose of "high" a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump.